Event description:
Adverse event(s): "postop visus was not in line with the surgeon expectation" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported that an intraocular lens was exchanged because the pt's postoperative visual acuity was not in line with the surgeon's expectation. The surgeon reported that the pt was implanted with the same model and power iol. Following surgery, the pt's vision was then alright. The surgeon was unwilling to complete a follow up questionnaire.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optical resolution was acceptable; focal length reading is 17.09 equaling a 23.0 diopter. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B) (4). (B) (4). (B) (4).